Event description:
Report for pt 4 or 4: a 1.3 inr with protime system vs expected inr result. No repeat or confirmation of results reported. Customer reports as being "...extremely non-compliant with taking his meds and is almost never within his therapeutic range." Pt therapeutic inr range not reported. No report of adverse event, serious injury, or interventions.

Manufacturer narrative:
(B)(4). Manufacturer method: no product returned from user facility. Manufacturer results: customer complaint could not be confirmed.